Event description:
It was reported that the arctic sun device was not cooling during heating and cooling challenge on set up. Faulty found by bd staff before customer use. Customer did not need to be contacted. Per follow up information received via mail on 15may2025, device was sent in for a bd-approved facility for evaluation. Unit not back yet. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name:(B)(6). Initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. Faulty found by bd staff before customer use. Customer did not need to be contacted. Per follow up information received via mail on 15may2025, device was sent in for a bd-approved facility for evaluation. Unit not back yet. No patient involvement. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Initial reporter name: (B)(6) hospital initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling during heating and cooling challenge on set up. Faulty found by bd staff before customer use. Customer did not need to be contacted. Per follow up information received via mail on 15may2025, device was sent in for a bd-approved facility for evaluation. Unit not back yet. No patient involvement.